Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead had dislodged. No patient symptoms were reported. No intervention was reported.

Manufacturer narrative:
The lead was replaced and discarded. A new lead was implanted with good measurements and patient was in a good condition.